Manufacturer narrative:
(B)(6). Results:photos were received and evaluated showing defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5345732 . Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube with the gold bd hemogard¿ closure, broke during blood withdrawal, nurse found low draw or no draw. No serious injury or medical intervention reported.